Manufacturer narrative:
The rapid infuser, ri-2 was returned to belmont for investigation. The report of an "over temperature" alarm could not be confirmed after extensive testing; the input and output temperature probes, power driver module, and all cables in the system were inspected and all were found to be connected and functioning properly. The unit performed according to specifications upon receipt. The associated disposable set was discarded at the hospital and no lot number was available, therefore review of a specific library/retain sample and batch record information is not possible. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. The manufacturing records for this serial number were reviewed and no anomalies were identified. Without the ability to duplicate the reported alarm or investigate the disposable set, a root cause cannot be established. No patient injury was reported.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation on (B)(6) 2021; evaluation of the unit is in process. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about the fluids used during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exhcanger, which can block blood flow and result in an "over temperature" alarm. The manufacturing records for this serial number were reviewed and no anomalies were identified. The associated disposable set was discarded at the hospital and no lot number was available, therefore review of a specific library/retain sample and batch record information is not possible. Without results of the investigation, it is difficult to draw a conclusion regarding the "over temperature" alarm and damage to the disposable set. No patient injury was reported. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the rapid infuser, ri-2 exhibited an "over temperature" alarm 45 minutes into a case. The disposable set was damaged from excessive heat.